Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that patient had a lot of pain on (B)(6) 2018. The patient was redirected to their healthcare provider. The patient states it only works on one channel. The patient states they have two set up, one for lower back and right leg, and only one was working. The patient stated the stimulation has moved to buttocks area. The patient reported no falls/trauma. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient needs to have the manufacturer evaluate why it is not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator lost programming in (B)(6) so the patient contacted a manufacturer representative (rep). The rep met with the patient and tried to reprogram it, but they could not do it. The patient asked if a rep ever killed anyone while trying to reprogram. The patient said what happened was the stimulation went up his chest instead of in his back. The patient was afraid it was going to cause his heart to stop. The patient said since it was reprogrammed, it was too low and not hitting the area it was previously. The rep said they needed some x-rays to see if the lead moved. The patient said out of the blue the patient lost programming, could not turn it on, and when he did get it to turn on it had 4 channels. The patient said that before it lost programming, the patient had one main program with 2 settings, one for the lower back and one for his leg and that program was completely gone. The patient said since then, he has tried all other programs and none of them worked, so the rep programmed to where it worked on low back and leg, but it is not high enough on the patient's back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had been trying to get reprogrammed by a manufacturer representative since (B)(6) 2018. The manufacturer representative had attempted to reprogram the patient¿s stimulator but was unable to get it back over the area of pain that he normally has. The manufacturer representative thought that maybe the electrode had shifted. The health care provider was able to furnish x-rays and CT scans of the area of the electrodes which date back to when the unit was originally reworked. The problem is that the patient did not know if the manufacturer representative has ever seen these x-rays. The patient indicated that he does not have a managing physician, and the stimulator was not helping any. There were no further complications reported.